Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 it was reported that months ago the patient was told by his physician that he ¿had too many drugs in his system¿. Per the patient, the amount of medication had not changed for over two years. The physician refused to fill the pump, wanted to turn it off, and take it out. The patient left and they never called him back and then the physician was no longer practicing. The physician would not turn the low medication alarm off and now the pump was completely empty and the battery was dead. The patient was unable to find a doctor that he trusted to even look at him, so he went and took methadone at the place that the heroin addicts went to feel better. The patient was seeking assistance in finding a doctor that would write his ¿exa/goer 32 mg¿ until they could put a new pump in him with a drip of hydromorphone.

Event description:
Additional information received from the patient reported that the battery depletion occurred the end of last year. Per the patient the battery depletion was expected. When asked what steps were taken to resolve the empty pump and battery depletion the patient stated nothing in way of help from the physician. The patient had to help themselves. The empty pump and depleted battery were not resolved. The patient reported they were in pain and had to go to a place for heroin addicts to get meds so the patient's not in pain and had an empty pump in their body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.